Event description:
It was reported that an ilet user with a dexcom g7 experienced intermittent communication between the cgm and the ilet, resulting in loss of readings on the pump until the cgm type was toggled from g6 to g7, after which the pump displayed a glucose value of 203 mg/dl; the problem was characterized as intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure at the antenna/electrical interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.